Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi link rx vision stent delivery system (sds) noted blood visible on the balloon, shaft, and in the guide wire lumen. There was dried contrast on the shaft and in the inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, it was noted that several other devices failed to cross the lesion; which suggests the anatomy was difficult. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the anatomy during retraction would have then led to the reported difficulty removing the sds and stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement or difficulty removing the sds could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the 2.75 x 28 mm xience v and the 2.75 x 15 mm rx vision would not cross to treat the lesion in the mid left anterior descending (lad) artery and were removed from the patient without issue. An attempt was made to cross with a 2.75 x 28 mm rx vision stent; however, it also did not cross. During removal of the stent delivery system (sds) from the patient, resistance was felt and the stent implant dislodged in the proximal lad. The stent was crushed against the vessel wall with another stent. The procedure continued with successful treatment to the mid lad. The patient is reported to be fine. No additional information was provided.